Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 9 years and 2 months due to unknown reason.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years and 2 months due to stenosis and regurgitation. The patient was presented with difficulty breathing. The valve was replaced with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure. The patient is a 79-year-old male with history of hypertension, hyperlipidemia, ckd, and diabetes.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (device code, clinical code, investigation finding, and investigation conclusion). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The root cause of this is most likely patient factors, including hyperlipidemia (hld), coronary artery disease (cad), and diabetes. However, the stenosis in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.